Manufacturer narrative:
Device evaluation: analysis of the returned device identified device weight within specifications, an opening on the radius side, and a crease fold. A visual and microscopic analysis were performed which identified a puncture opening. Based on the device analysis, the final assessment is a striated puncture due to surgical damage consistent with the use of a surgical tool.

Event description:
Patient reported "possible rupture" on right side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "possible rupture" on right side. Device was explanted.